Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked in the thread area and below the grip pad. The battery compartment threads were observed to be damaged. No battery cap returned. All testing performed with a test battery cap. Unrelated to the original complaint, the pump case was observed to be cracked in the upper right hand corner of the display. The audio bolus button cover had a tear in the center but was still responsive. Due to damage, the pump intermittently powered on to a dim discolored display. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and there was no evidence of moisture ingress or damage to the power circuit. The pump case was removed and there was evidence of moisture inside the pump on the battery canister and on the bolus button switch. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the battery cap threads were stripped. It was reported that the battery cap was not able to be attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.